Manufacturer narrative:
The definitive root cause could not be determined.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that there was an unintentional dural opening and damage to the dura as a result of this event. It was further reported that the device was in use for 2 minutes.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that there was an unintentional dural opening as a result of this event. It was further reported that the device was in use for 2 minutes.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.